Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the insyte autog bc pnk 20ga x 1.88in needle would not retract from the patient. The following information was provided by the initial reporter: "after inserting the IV PICC nurse was unable to retract the needle from patient."

Event description:
It was reported that the insyte autog bc pnk 20ga x 1.88in needle would not retract from the patient. The following information was provided by the initial reporter: "after inserting the IV PICC nurse was unable to retract the needle from patient."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received one partially retracted unit. Upon inspection of received unit it was noted that the button has been pressed and the unit is partially retracted. It was found that the base of the hub has been caught on a lip created at the connection between the grip and barrel. Based on the shape and location of the damage it can be concluded that the defect most likely originated during the manufacturing process. Misalignment of the probe or unit while inserting the plug may result in damage to the grip creating the warped effect observed on the unit. Inspections are performed during setup and periodically during manufacturing per the sampling plan to mitigate and detect the occurrence of this defect. Preventative maintenance of the load plug and inspect plug station was verified to be up to date during the manufacturing of this lot. The reported issue was confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.